Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment that the analyzer was unable to perform atrial pacing threshold testing; no anomalies were found. It was noted that the battery of the analyzer was depleted; the battery was replaced. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to perform atrial pacing threshold testing. It was noted that the ventricular tests were okay. It was also reported that the fan of the programmer was noisy. The programmer has been returned for repair. There was no patient involvement.